Event description:
The surgeon did not remove the guidewire when the peripherally inserted central catheter was placed. The procedure was completed & pt was back in room, when a nurse noticed that the guidewire was still in place. The pt was sent for guidewire removal. No difficulties were encountered.